Event description:
A malfunction alarm was reported with the pump, displaying malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Technical support assisted the customer in resetting the pump, but the malfunction code reappeared. Consequently, arrangements were made to replace the pump. The customer reverted to multiple daily injections (mdi) as backup therapy.